Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported emergency room visit for hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider" and advises, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod." It also warns, "high blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death" and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia."

Event description:
A customer reported that she deactivated a pod on (B)(6) at 8:45pm and activated a new pod at 11:08pm. At 11:11pm, her blood glucose result was 17.7 mmol/l (319 mg/dl), and she consumed 30 grams of carbohydrate and gave herself a 10.8u bolus. On (B)(6), her blood glucose was 18.2 mmol/l (328 mg/dl) at 12:54pm. She gave herself a 11.15u bolus. She said that she was very active that day. At 1:00pm, her result was "high" (>500 mg/dl) and she tested positive for ketones. At 2:29pm, it was "high" and she was feeling nauseous and as though she would pass out. At 4:00pm, her husband drove her to the emergency room, where she was given insulin and 2000 units of intravenous fluids. She received 17 units of insulin during her stay at the hospital, which was 4:00pm - 9:00pm. She had blood work done during her stay, and said, she did not have a urinary tract infection. When she left the hospital, her blood glucose result was 16.3 mmol/l (293 mg/dl). She said that she wore the pod for the duration of her visit at the hospital. At 10:00pm, her result was 15.9 mmol/l (286 mg/dl), and she deactivated the pod. She stated that the cannula looked kinked.